Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location after ending their pd treatment. It was reported that there was no fluid discovered on the external of the cassette. The patient¿s contact reported receiving multiple air detected in cassette alarms during drain 1, 2, 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings during drains 1, 2, 3, and 5 of treatment and the treatment was cancelled. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid pouring out. The patient¿s contact stated that the fluid leak must have occurred at some point during the treatment. The patient¿s contact confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location after ending their pd treatment. It was reported that there was no fluid discovered on the external of the cassette. The patient¿s contact reported receiving multiple air detected in cassette alarms during drain 1, 2, 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings during drains 1, 2, 3, and 5 of treatment and the treatment was cancelled. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid pouring out. The patient¿s contact stated that the fluid leak must have occurred at some point during the treatment. The patient¿s contact confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed that the serial number sticker on the top cover printing was faded. There were visual indications of dried fluid on top of the pump door. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There was grinding in the pump a motor during the test. There were no fluid leaks found in the test cassette. The cycler underwent and passed a patient sensor calibration check. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The cycler was found to have insect infestation. The mushroom head check passed. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.